Manufacturer narrative:
The report of low speed and pump stoppage events was confirmed based on the submitted system controller log file. The submitted log file contained approximately 15 days of data, spanning from (B)(6) 2017 04:15 to (B)(6) 2017 13:43, and captured numerous low speed hazard and pump stoppage events while the system was supported by the grounded patient cable and mobile power unit. Based on our complaint history and similarly reported events, the captured events appeared consistent with a potentially compromised wire in the patient's driveline; however, the root cause could not be conclusively determined through this evaluation. The patient was provided with a non-grounded patient cable for use with the power module and remains ongoing on lvad support. The device was not available for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 4 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017, red heart alarms occurred while the system controller was connected to the mobile power unit. The patient was asymptomatic and stable during the event. The alarms could not be reproduced when the driveline was manipulated. The system controller log files reviewed by the manufacturer¿s technical services representative revealed entries where the pump was not able to keep the set speed. X-ray images of the driveline internal and external to the patient did not show damaged areas. A non-grounded patient cable for use with the power module was requested as a long term solution for the patient. No additional information was provided.